Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare products is approximately 0.25/million sets.

Event description:
Overdelivery reported. The pump was in use in labor & delivery to infuse a magnesium sulfate loading dose of 4gm over one hr. The pump was set at 100ml/hr with a dose limit of 100ml. A nurse reports that when she checked the pump later, the display indicated delivery of 181ml and no "dose end" alarm had sounded. The infusion was stopped by the nurse. There were no adverse effects to the pt or infant. Customer biomedical engineering could not duplicate the event during testing.